Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. It was reported that since implant, the patient has felt like they were ¿being stung by wasps all over the ins site.¿ the patient stated they could not move. It was reported the battery shifted and it is actually touching their spine. The patient then stated it may not be the battery itself touching their spine, but it was laying on part of their spine causing issues where some days they are hardly able to walk or pick up their son. The patient stated they had not used the unit in a few years. It was noted when the patient had the temporary one it worked perfect, but the permanent implant has become a pretty bad issue and the patient can¿t take it anymore. The patient stated when they sat in a chair they felt it trickle down the side of their back the battery is on if they looked right or left. The patient mentioned they had not seen their healthcare provider (hcp) in a few years because when they got pregnant they quit going because they knew they could not take their pain medications anymore. No further complications were reported.